Event description:
It was reported by the facilities administrator of an entrapment death,that facility requested all product safety literature. When the administrator began to inquire on details of alleged incident, administrator was told "facility rep was advised by counsel not to say anything". Administrator then again asked for product safety literature. No response from facility after several attempts.